Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on september 15, 2015. (B)(4). The actual device was visually inspected upon receipt and no anomalies, including a break, were found that would have contributed to the reported complaint. The actual sample was rinsed and dried and then subjected to the following hematologic testing: blood condition: hb12.0 g/dl, temp.37oc., ph:7.4, svo2:65% and pvco2:45mmhg circulation conditions: at v/q=1, fio2=100% and the flaw rate of 6l/min. And 4 l/min. Result: s/n (B)(4): o2 addition: @6 l/min.= 392ml/min. @4 l/min.= 286ml/min. Co2 removal: @6 l/min.=316ml/min. @4 l/min.= 232ml/min. S/n (B)(4): o2 addition: @6 l/min.= 413ml/min. @4 l/min.= 295ml/min. Co2 removal: @6 l/min.= 321ml/min. @4 l/min.= 233ml/min. No anomalies were revealed in the gas transfer performance of the actual sample. It was confirmed that product specifications were met. Further, the perfusion record was reviewed and it revealed the patient demonstrated signs of heparin resistance. Device labeling addresses the potential for such an occurrence in the instructions-for-use with statements such as: start gas supply with v/q=1 and fio2=100%, then make measurements based on blood gas measurements. Adequate heparinization of the blood is required to prevent it from clotting in the system. A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
Additional information obtained from the user facility indicated that this was an emergent, complex procedure and the patient had other co-morbid conditions such as renal failure and showed signs of heparin resistance. Cpb lasted over 5 hours.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems. (B)(4). Upon completion of the investigation, it was found that the review of the device history record had not been included in the first follow-up for the device evaluation. The device history record was reviewed and no anomalies were found. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. For this reason, evaluation code was referenced. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation, that during cardiopulmonary bypass, the patient experienced low po2. The device was changed out twice (2) resulting in approximately 250ml blood loss and a total delay time of approximately 2 minutes. However, if was further reported that the procedure was completed successfully using a third device. Blood loss of approximately 250ml; device changed out twice; procedure completed successfully.